Manufacturer narrative:
Additional information is not yet available for this event. The customer had called the technical assistance enter (tac) when the event occurred. Tac specialist could not perform troubleshooting as the case was going on. Customer later reported the issue was resolved. Customer did not know how the issue was resolved. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device did not yield the lower right part of the image on all four monitors. Both sdi outputs and one 4k output were being used. There is no reported harm to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. Due diligence was executed for this event with no information provided by customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Customer reported the image issue was resolved. Customer did not know how the issue was resolved. The image issue may have been caused by a temporary malfunction of the subject device or connected scope.